Event description:
The customer reported that the monitor went into standby mode causing a delay in treatment. The pt being monitored was reported to have experienced severe hypoxia requiring intervention, the nature of which was not provided.

Manufacturer narrative:
The customer reported that the monitor went into standby mode causing a delay in treatment. The pt being monitored was reported to have experienced severe hypoxia requiring intervention, the nature of which was not provided. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).